Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat persistent atrial fibrillation (a fib). It was reported that air was drawn in during the aspiration of device. Many aspirations were attempted but air could not be cleared. The device was replaced and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.